Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was a few milliliters of clear fluid leaking from the front of the analyzer onto the counter. The leak was identified after the diff (differential) pak was primed. The customer could not identify the source of the leak, but stated the fluid seemed to accumulate in an area to the right of the blood sampling valve (bsv) in the analyzer. There were no error messages generated by the analyzer in conjunction with the leak. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the erythrolyse tubing going from the peltier to the blood sampling valve (bsv), wire marker (wm6), which was leaking at the end attached to the peltier, to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).